Event description:
Procedure: unk. Patient sex: unk. Reportedly, when the device was removed from the patient the outer layer tore off and inner balloon did not inflate properly. The account tried to remove all the pieces, but were not sure all were removed. There was no reported injury to the pt.